Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation verified handpiece is getting hot. This was caused from bur bearing failure on the turbine. During cap temperature testing, the handpiece started smoking and make extremely loud noises and just locked up and the evaluation could not be completed.

Event description:
It was reported that a midwest estylus 1:5 ca overheated during use and burned a patient. Additional information has been requested, but is not yet available.

Manufacturer narrative:
Additional information was received indicating that there was not medical or surgical treatment required as a result of the burn.